Event description:
It was reported that "I underwent anterior cervical disc fusion + corpectomy of c6. The surgery was conducted at. The surgeon ¿ performed a 2-level fusion using a peek cage containing [rhbmp-2/acs]. Dr also implanted an atlantis brace to stabilize the vertebra until fusion completed. Upon awakening from the anesthesia, dr asked me to raise my right arm. I could not raise the arm one inch. I could only raise my right forearm and hand. Dr stated that "some damage" to the nerve controlling the deltoid muscle. Dr did not ask me any other questions nor conduct any examinations or test regarding the movement or control of any other body parts. I am right handed. Dr stated that the control of my right arm should return over time with exercise. I was discharged from the hospital on 2012. ¿ on 2012, I awoke with extreme swelling in my neck and had difficulty breathing. Dr office instructed me to immediately return to the ER. I was readmitted ¿ on 2012. In addition to the airway compression for the first time in my life, I was experiencing random "jerks" which dr called myonclonus. After a CT scan performed on 2012, it was determined that I also had a hematoma in my neck. Dr stated, "I do not know what caused the hematoma." On 2012, dr performed surgery to relieve the airway compression and clean out the blood accumulated in the hematoma, during surgery it was determined that my neck was still bleeding. At this point, the surgery turned into a exploration procedure to locate the source of the bleeding. Dr located two veins deep in the back of my neck that were bleeding. These were cauterized, homeostasis was obtained and the wound closed. After the 2012, it was determined that I sustained permanent spinal injury with unknown future consequences. I had a 3-month post surgical CT scan on 2012. Dr discharge me from his care on 2012. In late of 2012, my neck began to cause significant pain. On 2012 I visited dr at the. After several tests including x-rays and a CT scan, dr informed me that fusion had never occurred, that the vertebra near the attempted fusion were not stable and that the screws on the atlantis appliance were separating from the bone. He also stated, "... You have severe spinal stenosis above your fusion which is potentially a problem that could interfere with your ability to walk use your upper and lower extremities and potentially interfere with bowl and bladder function down the road." Dr recommended surgery. Before proceeding with dr recommendation, I sought the opinion of two other doctors. They both came back with similar diagnosis: non-union and spinal stenosis. I selected dr of orthopedic department. On 2012, procedure was a posterior entry with the objective of stabilizing my vertebra and relieving the spinal stenosis. Dr stabilized c3-t1 with rods and screws and implanted a mixture of bone from my hip and cadaver bone to create fusion and added strength. As of this writing, 2013, surgery has been extremely successful. In reference to the damaged nerve controlling my right deltoid muscle: upon discharge from the hospital on 2012, I had virtually zero strength in my right arm. I couldn't touch my lips nor raise a fork. Gradually, over time, with exercise, some strength has returned to my right arm. However, over one year later, the strength in my right arm is only about 50% of wha..."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.